Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the crimp balloon was radially torn 1.25 inches from the distal balloon shaft. The tear appeared to asymmetric with smaller hanging portions. Gouges/scratches were present on the crimp balloon in the torn region. A severe kink on the flex shaft 2 inches from the flex tip and flex tip gouges were observed. Review of the provided device photographs revealed the crimp balloon appeared to be torn and the flex shaft was kinked. During functional testing, engineering simulated aligning a valve on the inflation balloon. The position of the flex shaft kink was noted and then the flex tip was pulled back. It was found that the crimp balloon tear aligns with the position of the flex shaft kink. Dimensional analysis of the double wall thickness of the crimp balloon proximal/ distal to the tear was performed. All measurements met specification. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints for the complaint code. Complaint history review from december 2019 to november 2020 for the commander delivery system (all models and sizes) revealed other similar complaints for the associated root cause / evaluation codes. No manufacturing non-conformances were identified during the evaluations. Available information suggests that patient (tortuosity) and procedural factors (high alignment forces, valve alignment in a non-straight section, excessive manipulation, tension build-up) may have contributed to the complaint events. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. During the manufacturing process, the delivery system components undergo multiple 100% inspections. During final inspection, the entire device undergoes 100% distal to proximal visual inspection. Additionally, functional and tensile product verification (pv) testing is performed on a sampling basis. The lot passed pv testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the condition of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As no abnormalities were reported during device preparation and there are several inspections during manufacturing that would detect device leakages and kinks, it is unlikely that the failure was present before the procedure. The complaint description states, ¿when the system was advanced around the arch a kink in the system was noted to develop¿. The training manual states, ¿to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel¿. Proper use of the flex function and maintaining handle orientation when tracking over the arch is required to prevent kinking of the system. Also per the event description ¿upon viewing the fluoro after the valve deployment, it was seen that when the system was advanced around the arch a kink in the system was noted to develop, which may have contributed to balloon rupture.¿ imagery shows that the flex shaft kink aligns with the location of the crimp balloon tear while visual inspection of the crimp balloon revealed gouges. It is possible that the crimp balloon interacted with the flex shaft when it kinked, weakening the crimp balloon and resulting in a tear during valve deployment. Further manipulation during withdrawal may have caused exacerbated the tear as evidenced by the scratches and the hanging portions of the crimp balloon. Although a definite root cause was not able to be determined, available information suggests procedural factors (improper flexing/torquing) contributed to the reported delivery system kink. Available information also suggests procedural factors (interaction with kinked delivery system; excessive manipulation) contributed to the reported torn balloon. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in the (B)(6), a 29mm sapien 3 valve was deployed in the aortic position by the transfemoral approach. The valve and commander delivery system were prepped in the ¿usual manner¿ with no issues. No femoral or abdominal/arch aortic calcification was noted. The 16fr. Esheath was inserted without issues. The delivery system and valve were advanced through the esheath with no difficulties, and the valve alignment was performed in a straight section of the anatomy. The valve was then advanced and deployed in the usual manner. At full inflation the delivery system balloon ¿burst¿, and blood was seen in the indeflator as it was deflated. Despite the balloon burst at the end of the deployment. The valve was adequately deployed and stable. The delivery system was removed without issue and a second delivery system was used to post dilate the valve to correct the paravalvular leak (pvl). The procedure was completed, and the patient was transferred to the ccu. The patient was doing well after the procedure and was discharged home the following day. Review of the fluoro after the valve deployment, it was observed that when the delivery system was advanced around the arch, a kink in the system was noted to develop. It was speculated that this may have contributed to balloon rupture.